Event description:
A malfunction alarm related to altitude was reported. There was no adverse impact to the customer's blood glucose level. The customer received tips from technical support on preventing altitude alarms and was able to resume insulin with the original cartridge.